Event description:
It was reported that the patient presented for follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold and drop in sensing. The physician elected to revise the lead. During the lead repositioning procedure on (B)(6) 2018, it was noted that the helix would not extend. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue.